Manufacturer narrative:
The device passed the full functional test including the displacement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected blank display anomaly noted. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm noted during testing. The device was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display was blank. The customer¿s blood glucose level was 138mg/dl at the time of the incident. The customer reported that the pump alarmed low battery so she changed the battery. After changing the battery several times, the pump has no display and nothing was on the screen. Customer was calling back with blank display after receiving new battery cap. Customer reports display was blank. Customer stated display is blank currently. The customer reported that the display did not return even after inserting new battery. The customer was advised to return the pump. The customer declined replacement and wants to buy a new battery first and see what will happen because she stated that she has a flight. The customer stated that they need a new pump. The customer stated there was some cracking from around the battery casing and they noticed it will not recognize a battery. The customer again called back after some days and mentioned that they received a new pump and assisted in its setup. The insulin pump will not be returned for analysis.